Event description:
While flying on an extended flight (16 hours), I turned my inspire sleep apnea device on to sleep. After a few minutes, I had a burning sensation in my chest near the battery. It stopped after I turned the device on. I repeated this trial a few times while on this flight and had the same results.